Event description:
It was reported that during use with an unknown bare metal stent delivery system (sds), the tip of the sds kinked or separated. It is uncertain if the device was used in the patient, or if the issue occurred prior to use. No information was documented by the account; therefore, there was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returned for analysis. Subsequent information reported that the device was available for evaluation. Evaluation summary: the device was returned for analysis. The soft tip was not kinked or separated as reported; however, the hypotube and jacket were separated distal to the strain relief. Follow up information confirmed that the correct device was received. It is likely the reported tip kink and separation were related to the proximal shaft of the device and were inadvertently described as the tip, thus confirming the reported event. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A definitive root cause of the reported kinked/separated tip could not be determined. No manufacturing records and no lot similar incidents were reviewed because the product was unknown. Based on the information reviewed there is no indication of a product deficiency.